Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the high thresholds were not due to a performance issue with the rv lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2010; 4196 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.